Event description:
Surgeon was removing a cyst from the bladder. They cauterized 2-3 times. On the fourth attempt, the footswitch pedal got stuck and the electrode had to be removed from pt.

Manufacturer narrative:
Visually inspected the footswitch pedal and springs in the as-returned condition. Could not find any obstructions or loose springs that would cause the reported non conformance. Performed additional testing of footswitch, electrosurgical generator, and customer's bugbee electrode in the as-returned condition. Activated that generator (with footswitch and electrode attached) multiple times with both short and long activations (up to 2 mins). The footswitch operated as intended since the generator stopped activating every time the footswitch was released.